Event description:
The reporter contacted lifescan (lfs) on (B)(6) 2012 allegin the onetouch ultralink "meter was not working" with no other information available. The customer care advocate was unable to troubleshoot the problem with the reporter due to the reporter not having supplies available. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The reporter did not state any blood glucose readings, symptoms or medical treatment that suggest an acute complication of diabetes occurred. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.